Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software on hard drive. Also reformatted the cine drive. Ran test images, no further problems; the c-arm is now working properly.

Event description:
Customer reported the system is displaying an error message and will not save subtraction or cine images. No patient injury was reported.